Event description:
The user facility reported that the involved tr band air was slowly leaking out of the balloon and causing the artery to bleed. Manual pressure had to be held. The estimated blood loss was less than 250cc. Patient was ok and doing well now. The patient condition was stable. There were no other devices or equipment used with the reported product. The event occurred intra-operative. Additional information was received on 22 jun 2023: procedure was a mesenteric/iliac ag. 15cc's of air was injected into the tr band when it was applied. Band deflated immediately. The device was not manipulated before use in any way pre-use or during storage. Prior to use the product was stored in the in a cupboard. Hemostasis was achieved by manual compression. There was no noticeable damage to the device.

Manufacturer narrative:
Occupation: (B)(6). The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). This report is for the first device reported, for the second device reported that was used on the same patient see MDR 1118880-2023-00357 & for the third device see MDR 1118880-2023-00358.